Event description:
The surgeon was using a ligasure advance (sealing device) to clamp and transect adhesions of the omentum to the right lower quadrant of the abdominal wall. During this process, the surgeon noted the ligasure advance stopped working. No further information was available. A new device was opened and used for completion of the case. It is unknown if the second device used was of the same or different lot number.